Event description:
The reporter indicated, that the surgeon implanted. A 12.6mm, vicmo12.6 implantable collamer lens of diopter -3.5, into the patient's right eye (od) on (B)(6) 2023. The lens was exchanged on (B)(6) 2023 for a longer length lens, due to low vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).